Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after final release of the delivery catheter system the valve dislodged ventricular. Moderate paravalvular leak (pvl) was noted. A post-implant balloon aortic valvuloplasty was performed with no change in pvl. Subsequently, a second valve was successfully implanted and reduced the pvl to mild. No additional adverse patient effects were reported.